Event description:
The customer states the axsym analyzer generated discrepant results on two pts for total psa assay. For pt#1, the customer states that in 2008, the instrument generated total psa result of 10 ng/ml. When repeated two days later, the total psa result was 0.2 ng/ml. The customer states that a physician questioned the results. Field service was requested for the axsym analyzer. There was no report of impact to pt management.

Manufacturer narrative:
On march 26, 2008, the field service rep (fsr) was on site and calibrated the optics. Fsr verified the lamp current that resulted 7.5 amps, which is well within specifications. A flush was performed and the dispense volume was at 12.5 ml, that was within specifications for both heaters. During the instrument inspection as a precaution, fsr replaced the lines to correct a fluidics failure. Once the lines were replaced, the lines were flushed. Both probes were replaced, calibrated and primed. Once all the components were replaced and passed, and the issue appeared to be resolved. A review of the complaint history for axsym was performed over the time period of 2007 through 2008. The results of the review did not find other complaints for this issue logged against the system. The abbott axsym system operations manual (69-4607/r9-2000) provides the following info related to addressing the customer's observation: the abbott axsym system operations manual (69-4607/r9-2000) provides the following info related to addressing the customer's observation. Observed problems: mea results too high and results erratic, discrepant, and/or experiencing imprecision provides issues with the sample and/or processing probe as probable causes for erratic results and imprecision as observed by the customer. The operations manual includes replacing the sample and/or processing probe as possible resolution for addressing the cause of imprecision and erratic results. This is a final report.